Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the als (861290 - heartstart xl+ defibrillator/monitor) indicating that the device failed a therapy delivery test. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, device failed a therapy delivery test. It was confirmed the device failed the operational check and indicated a therapy delivery test failure. The log file was reviewed onsite, it was confirmed the device failed the operational test. The therapy capacitor was replaced. The device was returned to full functionalities and returned to service. The device is not available for return as it remains at the customer site. Faulty therapy capacitor will not be returned. Based on the information available and the testing conducted, the cause of the reported problem was faulty capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.